Event description:
The implant failed due to pt bone condition. The implant was placed at #6.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We visited the dentist's office, but the doctor refused to provide any add'l info.